Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: jan 2, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the plunger rod was advanced and overriding a lens that was stuck in the cartridge tip. The leading haptic of the lens could be observed to be unfolded, however; once the lens begins leaving the cartridge, unfolding begins. Therefore, the unfolded haptic is in specification. Viscoelastic residue was observed distributed through the length of the cartridge. The cartridge tip showed stress marks, a crack, and the crack transitions to damage which extends to the cartridge. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly and plunger rod advancement were inspected and presented with no issues or resistance. The lens could not be removed for further evaluation. No further evaluation was performed. The complaint issue "stuck in cartridge" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: n/a (not applicable). There is no indication that the device was implanted. Section d6b: if explanted, give date: n/a (not applicable). There is no indication that the device was implanted. Therefore, not explanted. Section h3: (no) the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) became stuck during the insertion attempt, likely due to a bent or broken haptic. As a result, the insertion process was deemed unsafe & unable to successfully insert the lens. There was patient contact. Subsequently, a new lens was opened and successfully inserted into the patient's operative eye. No further information was provided.